Manufacturer narrative:
Functional evaluation confirms sample set screw will not load onto driver tip. Dimensional evaluation confirms insufficient movement of tip collet after the center pin is depressed, disallowing loading of the set screw. Optical examination of the tip identified damage that could prevent proper function of the collet.

Event description:
It was reported that the tip of the driver was splayed and would not accept setscrews. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.